Manufacturer narrative:
The fse found that the system check failure was elevation and imprecision in the washed portion of the system check, indicating an erratic mixing and an inefficient washing of the reaction. The fse noticed dried buffer salts in the washing area and a warped acrylic block, which houses the wash pump. The warped acrylic block contributed to sealing issue between the wash pump and the valve interface, causing leak and introduction of air in the wash buffer dispense system. The system check failure alerted the customer of the potential that the malfunction could cause erroneous patient results. The customer did not report any issues with patient results. The fse determined that the leak on the wash pump contributed to the erratic mixing and the air in the wash buffer dispense system, which caused the system check failure. The fse replaced the wash pump to resolve the leak and cleaned the washing area. The issues were resolved upon completion of the service. (B)(4).

Event description:
The customer reported obtaining multiple failing system checks on access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. There were no reports of injuries, death, erroneous results, or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site.